Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the original leads were implanted on (B)(6) 2023 which were explanted on (B)(6) 2025. The surgeon believed the cause of lack of efficacy was due to the lead position not being ideal. The hcp made a new plan for the new leads and believed they would be more efficacious for the patient. The hcp didn¿t allege any reason for the original leads being out of place other than them being placed by a different surgeon. The lack of efficacy improved with the new leads.

Manufacturer narrative:
Section d10 references: product ID: b3301542m; serial#: (B)(6); implanted: 2023; explanted: 2025; product type: lead. Product ID: b3301542; serial#: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2025; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead revision procedure was performed due to a lack of efficacy. During the procedure, new leads were chosen for a new target, and the old leads were disposed of.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3301542 (serial:(B)(6)); product type: 0200-lead; ; explant date (B)(6)2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.